Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The unit had a stained water reservoir, broken parts on the pcb, and broken plate clip. The pcb and power switch components were also outdated. The customer reported product problem (a malfunctioning lcd screen) was confirmed during testing. This issue resulted from physical damage to the pcb. The damage was caused by the user. This was established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the lcd was malfunctioning on the level 1 hotline low flow system (hl-90). No patient injury or complications were reported in relation to this event.